Manufacturer narrative:
It is unk at this time whether the sample will be returned for eval. A prepaid mailing label and shipping tube were sent to the customer for return of the sample. Several attempts to contact the customer regarding this incident have gone unanswered. If additional info and/or a sample is received, a supplemental report will be submitted. Internal file number: (B)(4). Date submitted: (B)(4) 2013.

Event description:
The angiocath was in the left radial artery and was being removed by the ICU nurse. Upon inspection of the catheter after removal, the nurse noted that all of the catheter was not intact. About 2cm of the tubing had broken off. The pt was taken to surgery the next day by the vascular surgeon to remove the catheter. The catheter had migrated to the hand so it was not removed. An arteriogram showed good collateral flow and a pt radial artery. Surgeon will intervene further if ischemia of fingers develops.